Manufacturer narrative:
(B)(4). Concomitant medical products: item# 32856021614 acetabular liner lot# 95004557, item# unknown unknown cup lot# unknown, item# unknown unknown stem lot# unknown. Reported event was confirmed by review of x-rays. X-rays were reviewed and it was reported overall fit appeared appropriate and dislocation of the left hip was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was possibly revised due to dislocation. Attempts have been made to obtain additional information; however, none is available.